Event description:
On 25th june 2024, it was reported by an arthrex employee via email that for an ar-1923bc, suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, the anchor broke during insertion. This was detected during use in an anterior talofibular ligament repair surgery on (B)(6) 2024. The procedure was completed successfully by using another new ar-1923bc. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was observed that the eyelet and screw are missing from the device. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misaligned insertion and/or prying/leveraging during use.